Event description:
Ro 1134976: battery door not latching.

Event description:
It was reported that the battery door not latching on a smiths medical ventilator. No adverse patient effects were reported.